Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. A review of the event history log identified check syringe plunger sensor alarm. During functional testing using the power up process, the reported issue of was able to be duplicated. When the plunger assembly is pushed all the way into the flange ear clip, the front flipper is true (rear flipper is false) as read in the digital sensors in biomed mode. Alarm occurs on start up when one flipper is true and one flipper is false. The root cause of the issue is known and is design related. Changed the left plunger case which provided better clearance of the flippers against the ear clip. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a syringe plunger error. No patient injury was reported.